Event description:
It was reported that the atrial lead exhibited loss of capture in the bipolar configuration. Lead impedance was greater than 2500 ohms in bipolar and less than 200 ohms in unipolar. It was noted that the patient had been lost to follow-up for the past two years. The atrial polarity was programmed to the unipolar configuration, and the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.